Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient will receive intravenous puncture at 09:00 am on (B)(6) 2019. After successful puncture, leakage of intravenous indwelling needle was found, the use was stopped immediately, the indwelling needle was replaced and re-puncture was performed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient will receive intravenous puncture at 09:00 am on (B)(6) 2019. After successful puncture, leakage of intravenous indwelling needle was found, the use was stopped immediately, the indwelling needle was replaced and re-puncture was performed.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7200338. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retain samples were evaluated and passed a leakage test. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.